Event description:
During tfn procedure, the set screw was in the down position when nail was implanted, causing the helical blade to get stuck in the nail. Surgeon removed the nail and helical blade and replaced with a new nail and helical blade. Procedure was completed with no further problem, no harm to patient. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.